Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that after a gastric band procedure that the surgeon felt that there was a leak in the system. When the patient would come in for a band fill there was never the same about in the band as the visit before. Surgeon suspected that the issue was with the port but after replacing the port there was still a leak. Unsure as to if the band has been removed or replaced at this time.